Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has to go to the emergency room. Customer stated that she woke up with blood glucose of 500 mg/dl, tried to treat with insulin bolus twice and was unable. Blood glucose value at the time of the admission was 455 mg/dl. Customer experienced vomiting, thirst and tingly lips. Treating with manual insulin injections. Current blood glucose is 229 mg/dl. Customer was released when reaching 262 mg/dl. It was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that settings are correct. The high pressure test was not performed as the customer did not have a tubing clamp. Nothing further reported.